Manufacturer narrative:
The reported observation of charging issue / pocket heating was not confirmed during electrical analysis. The root cause of the observation was not ascertained. The device was depleted as received and charged normally during charge testing at .75 inch spacing. The device also passed pocket heating testing at room temperature 27c and at an elevated temperature to simulate the human body of approximately 37c. No hardware or software temperature errors were logged during charging. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
It was reported the patient was experiencing pocket heating while charging. Surgical intervention was undertaken during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.